Event description:
Pt reported the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button and the soft components of the up/down buttons are torn. The infusion device was requested for eval. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E8 power interrupt errors were found in the history list. The soft components of the up/down button are lacerated, and the damages did not influence the insulin pump functions. The button function was tested successfully and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.